Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: a2, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 22jun2020. An investigation was conducted on 29jun2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produced visible steam and heat during ten (10) 3-second activations to evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device failed the pre-cautery test; the device emitted power to the collar of hp2 which got really warm and can be felt when the sleeve was touched. Due to the exposed wire, the jaws did not get heated and therefore was unable to transect tissue. There was a cautery failure observed. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.63 ohms which is on the lesser side of being hemopro 2 final test specification. The device failed the temperature measurement test. The displayed temperature did not increase and remained red within the 2 second specified timeframe. An engineering evaluation was conducted that identified the root cause of the failure to cut. To check the electrical continuity in the device, the shrink tubing was removed and it was observed to be the rivet pin was inserted into the wire insulation. Blood was visible on the inner part of the jaws. A microscopic inspection of the wiring insulation determined that the insulation was punctured by the rivet pin exposing the inner wiring. This caused the device to short and the device was unable to deliver energy. It was evident that the defect happened during assembly. The operator may have inadvertently inserted the rivet pin through the white wire insulator during assembly. Based on the returned condition of the device, the reported failure "failure to cut" was confirmed as well as confirmed for the analyzed failure "material twisted/bent; wire" was confirmed. Specific actions for the analyzed failure mode  ¿material twisted/bent; wire¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.